Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic at wound check with chest pain. Upon review, loss of capture and poor sensing were observed on the right ventricular lead. Cardiac echocardiography indicated that the lead tip had perforated in pericardium with an effusion. The patient was admitted to the hospital and 500-cc fluid was pulled of the pericardium. The physician believed that the pericardial effusion was due to the lead placement. Lead revision was scheduled. Subsequently, the rv lead was explanted and replaced. The patient was stable throughout the event.